Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in a clinical study. It was reported that the implantable cardiac monitor (icm) experienced arrhythmia with frequent premature ventricular contractions (pvc) which was incorrectly labeled as atrial fibrillation (af) episode. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.